Event description:
On (B)(6) 2012, the patient's father reported that over the past six months, since about the beginning of (B)(6), the patient's seizures had increased significantly. He further explained that this was very alarming as the patient had received great efficacy from vns. Per the father, the patient had been seizure free for four to five years. The only time the patient had not been seizure free was when his previous vns was at end of service. The patient's father said that they had spoken to the physician's about this, but would not see the physician until (B)(6). It was unknown what the relationship of the increased seizures was to pre-vns baseline levels. The physician's office was contacted; however, they stated that the no information besides when the patient was last seen could be provided. The patient's last appointment was in (B)(6).

Event description:
Additional information was received from the physician which indicated that the increase in seizures was first observed on (B)(6) 2012. It was stated that the increase in seizures was possibly unrelated to vns due to the patient not returning to have the vns ramped up to the previous parameters after the replacement on (B)(6) 2010. In regards to intervention, medication was added by the outside in october and the vns parameters were increased on (B)(6) 2013 by the physician. These interventions were both for patient comfort and to preclude an injury. The increase in seizures was below pre-vns levels and only the tonic seizures increased. It was stated that these seizures were brief in duration. A change in psych medication was considered causal or contributory to the event. No other information was provided.

Manufacturer narrative:
.